Event description:
It was reported that a zip fix application instrument did not tension. Another device was readily available. There was no patient harm, no delay in surgery and the procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the device received is the sternal zip-fix second generation instrument of lot number: 8483044. The design evaluation on this second gen instrument was performed on sep.12, 2014. No functional issue could be identified on the instrument. The handling test with 5 implants did not show any malfunction of the instrument. There is no design related issues identified on the returned instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.